Event description:
It was reported to philips that a system alert stated the c-arm could not be moved rotationally. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.